Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of color bars displayed in the image due to a defective scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for a diagnostic procedure, the power switch on the video system center cannot be turned on. Upon inspection and testing of the returned unit, color bars were displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. The procedure was completed using a similar device and no delay was reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered faulty scope socket, scope socket is worn out and a faulty power switch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.